Event description:
It was reported to philips that there was a host pc error, preventing a complete system boot up. The system was outside of clinical use when the issue occurred. There was no patient or user harm reported.